Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit failed the trigger test check; as the unit trigger was found to be binding at the bottom corner of the trigger. During service/repair the following was observed: trigger was binding when it presses at the bottom corner, the angle sleeve contact and plugs were corroded, debris was inside the internal sub-assemblies¿ components, ball bearings were corroded and locking ring was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time and improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reamer device worked intermittently. There was a five minute delay to the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.